Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer was not removing air from the cartridge during the load process. The customer successfully loaded new supplies to address the event. The customer's blood glucose level was 161 mg/dl.